Manufacturer narrative:
A field service engineer (fse) was dispatched who inspected the unit; no visible issues. The fse performed wash sampler multiple times with no errors. Fse then ran bhcg controls some levels. Level one ran fine. During sampling of level two,fse received one error , while hearing slight slippage of sample syringe drive screw. The fse tightened couple screws to syringe drive motor and reran controls, all of which worked with no slippage or errors. Fse ordered new sense board as well as syringe tower to arrive the following day in case it is needed. After daily start up, received no error were found. Fse replaced diluent syringe unit, ran three level of controls for two assays with no error, ran controls and ran patient samples with no errors. No further action by field service required the probable cause of the event was related to the dispense syringe mechanism. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported error 4013 (spec. Sy. Home not found), error 4014 (spec. Sy. Home overrun), 4020 (spec. Z-axis overrun), and error 5022 (spec. Task error) with their aia-360 analyzer. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results or bhcg. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.